Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the surgeon was using the gynae resectoscope with the loop 011250-01 when before the case the consultant wasn't happy with the angle of the loop. And was maneuvering the loop before the case. The loop broke while inside the patient. Another loop was used for completion. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).